Event description:
During the final acceptance test as part of service on may 15, 2025, the autopulse platform ((B)(6)) failed the power-on self-test and stopped compression repeatedly to fault 27 (encoder fault). No patient involvement.

Manufacturer narrative:
During the final acceptance test as part of service, the autopulse platform ((B)(6)) failed the power-on self-test due to a failed processor board. Upon replacing the processor board, the autopulse platform stopped compression repeatedly to fault 27 (encoder fault) due to a failed pdb (power distribution), which was replaced to address the fault code. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).